Event description:
Info rec'd indicates the bed will not steer correctly and the brake is not holding.

Manufacturer narrative:
The technician found the brake/steer and brake casters were worn. He replaced the casters to repair the bed.